Event description:
It was reported that loss of capture was noted on the right ventricular (rv) channel and left ventricular (lv) channel of the device. Abbott technical support was contacted, however, it is unknown if any intervention was performed. The patient was in stable condition and will continue to be monitored.